Event description:
It was reported by service report that the fowler is drifting down due to the fowler clutch. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result -fowler brake clutch.